Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemic coma [diabetic hyperglycaemic coma] piston rod of novopen 4 had been broken [device breakage] case description: study ID: 1706-novocare programme ; study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight and body mass index(bmi) was not reported. This solicited report from egypt was reported by mother as "hyperglycemic coma(coma hyperglycemic)" with an unspecified onset date , "piston rod of novopen 4 had been broken(device breakage)" with an unspecified onset date and concerned a 19 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", current condition: diabetes (type and duration not reported). On an unknown date, the patient was hospitalised because of hyperglycemic coma (details of hospitalization was not reported), which happened while patient was about to take the dose and the piston rod of novopen 4 had been broken. Batch number of novopen 4: lvg2x13; action taken of novopen 4 was not reported; the outcome for the event "hyperglycemic coma(coma hyperglycemic)" was not reported. The outcome for the event "piston rod of novopen 4 had been broken(device breakage)" was not reported. Reporter's causality (novopen 4) - hyperglycemic coma(coma hyperglycemic) : unknown; piston rod of novopen 4 had been broken(device breakage) : unknown. Company's causality (novopen 4) - hyperglycemic coma(coma hyperglycemic) : possible; piston rod of novopen 4 had been broken(device breakage) : possible.

Event description:
Case description: investigation result: novopen® 4 - batch lvg2x13. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Since last submission : investigation result was updated. Annex b, c, d and g codes updated narrative updated accordingly. Final manufacturer's comment: 14-jul-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: novopen® 4 - batch lvg2x13. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination.

Event description:
Case description: investigation result: novopen 4 - batch lvg2x13. A visual examination of the returned product was performed. A part of the piston rod was broken off. The fracture may result in the pen being unable to function. The fault was caused by accidental damage during use of the device. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and relevant actions were taken. A visual examination of the returned product was performed. As the piston rod was snapped off, it was not possible to test the pen as it could no longer be used. It was not possible to investigate the returned sample comprehensively due to damage to the pen. It was not possible to investigate the returned sample comprehensively. Since last submission the case has been updated with the following: - investigation result was updated. - annex b, c, d and g codes updated -narrative updated accordingly. Final manufacturer's comment 12-dec-2023: the suspected device novopen 4 has been returned to novo nordisk for investigation. Upon preliminary examination, piston rod was found to be broken. Because of this, device could not function as intended. The fault to the device is caused by accidental damage during use of device. Additionally, dirt /dust is observed on device, which could affect the functioning of device. The observed problem is not related to any novo nordisk processes, and it is a result of accidental damage during use of the device. The user can detect the fault on the device as part of the piston rod is missing. If the use will use the device anyway there is a risk that the patient could experience transient hyperglycaemia. H3 continued: evaluation summary: novopen 4 - batch lvg2x13. A visual examination of the returned product was performed. A part of the piston rod is broken off. The fracture may result in the pen being unable to function. The fault was caused by accidental damage during use of the device. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and relevant actions were taken. A visual examination of the returned product was performed. As the piston rod was snapped off, it was not possible to test the pen as it could no longer be used. It was not possible to investigate the returned sample comprehensively due to damage to the pen. It was not possible to investigate the returned sample comprehensively.